Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-22326. It was reported that the ipg eroded through the patient's skin, and the site developed an infection. As a result, surgery occurred to explant the ipg. During the procedure, the lead had to be cut in order to explant the ipg. As a result, the lead was also explanted on (B)(6) 2020.